Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had backed out of the patient's spine about five-eighths of an inch over approximately three years prior to the report. There was noted discomfort as it was sticking out of the spine under the skin. It was also noted that the pump had not been refilled or reprogrammed for the past eight years. The pump had also been beeping for the last eight years. At the time of the report, the patient was using oral medication. The pump had been formerly filled with dilaudid, morphine sulfate, and baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the consumer indicated the pump had been implanted for 14 years, but empty for 12 years. The would like to have the pump removed. The patient had to discontinue therapy due to not having insurance. The patient did not currently have a managing healthcare provider (hcp).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002. Product type: catheter. (B)(4).